Manufacturer narrative:
A partial lead with the connector pins measuring 15.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that low impedance measurement was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.